Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker revealed the device was in a backup mode. Despite several attempts performed to restore the pacemaker back to its nominal setting, the pacemaker was unable to be interrogated due to telemetry issues. The physician elected to explant and replace the pacemaker. The patient had no adverse consequences.